Manufacturer narrative:
(B)(4). Insulin pump p cap reservoir locked properly in place. Insulin pump received with label damage, missing display window, cover, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Insulin pump passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, power graph generated by adapt power management tool shows unexpected battery power loss at a period of time. Problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump battery depletes very quick. Customer stated that the serial number also worn off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.